Manufacturer narrative:
Batch review performed on 23.feb.2021. Lot 1904558: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 1 year and 1 month after the primary surgery reporting anterior knee pain and the cause of the anterior knee pain is unknown. The surgery resurfaced the patient's natural patella and revised the poly. The surgery was completed successfully. There was no problem with the liner.